Event description:
It was reported that, the pacemaker system exhibited pacing inhibition on this right atrial (ra) lead and the timing from the a pacing to the ventricular sensing is variable. The right ventricular automatic capture (rvac) test has been in suspension for the last four days and the system also exhibited undersensing and noisy signals. This ra lead remains in service. No adverse patient effects were reported.